Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain.¿

Event description:
It was reported that patient has experienced pain following a hip procedure.

Manufacturer narrative:
(B)(4). Concomitant products - part: 12-150310 name: echo pf 10mm std femoral lot: 012950 part: 11-165222 name: ringloc bi-polar 28x49mm lot:111540. This follow up report was filed to report additional information.